Event description:
Follow up information identified the patient's lead was replaced with a new one restoring effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing an overstimulation sensation in his leg, hip and groin. Lead diagnostics showed normal impedances. X-rays confirmed the lead has migrated. Surgical intervention may be pending to address the issue.